Manufacturer narrative:
Analysis found no button error alarm on the insulin pump. The insulin pump had no button response due to moisture damage on keypad traces. The insulin pump had moisture damage on the insulin pump's electronic assembly and motor. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 70 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.